Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent out of range pacing impedance, noise and oversensing. The patient is not pacing dependent and did not experienced asystole as result of pacing inhibition. Additionally, a second implanted non-boston scientific lead also exhibited impedance and sensing problems. As result, the patient underwent a procedure wherein the system was re-programmed to sensing only and a new system was implanted at the right side of the chest. No additional adverse patient effects were reported. Lead remains implanted but out of service. Additional information provided indicates that a possible insulation breach was suspected for this rv lead, which could contribute to the previous observations.